Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated the circumstances leading to their lead wires twisting and wrapping was due to losing weight because of the pain it is causing from the pressure. They noted that the ins and wires stick out very noticeably. The patient added that all they did was sit in their driver seat, and as soon as their back and rear touched the site, the ins flipped. They stated that they were in so much pain and had to push the ins back flat because it felt like their skin was tearing. They then followed up at the emergency room. The patient noted that the wires are tight and still hurt and the ins sticks out, which is painful. The patient has an appointment with their physician on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-jun-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 29-jun-2019, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a patient implanted for spinal pain. The hcp reported that the patient was having localized pain at their pocket site, and also that the implantable neurostimulator (ins) flipped vertically and they had to put it back into place. The patient stated that they called the manufacturer when the ins flipped and was told to flip it back in place. It was also reported that the patient¿s wires are coming towards the skin and twisting and wrapping. They mentioned that this is causing pain and discomfort, and the patient is afraid to use the system. The patient was advised to follow-up with their healthcare provider. No further complications were reported or anticipated.